Event description:
Pt was undergoing an electrophysiology study. Pt was stimulated into v-tach. Defibrillator was charged to 100j. Nurse pressed hands free buttons to discharge and unit did not fire/discharge. The nurse turned the synchronizer on and off by pressing the syn switch. Nurse press hands free buttons again and unit fired/discharged at 100j (pt in vf18 at time of discharge). Pt did not convert. Defibrillator charged to 360j, fired/discharged and pt converted from v.fib.